Manufacturer narrative:
Additional information: levaquin bag, 500mg in 100ml d5w; and flush bag; therapy date (B)(6) 2015. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
No patient harm reported. The received medwatch stated the following: "primary IV solution normal saline 250 ml bag hang. Secondary medication IV antibiotic levoquin programmed at 100ml/hour. Following the initiation of the secondary medication administration _ levoquin yellow fluid could be seen backing up into the primary IV solution of normal saline"

Manufacturer narrative:
Concomitant products: b-braun, 250ml IV bag of 0.9% sodium chloride, lot: j5k230, exp: august 2017; sagent pharmaceuticals, 100ml IV bag of levofloxacin injection in 5% dextrose, lot: 50126, exp: march 2018; therapy date (B)(6) 2015. The customer¿s report of backflow was confirmed. No anomalies were observed during visual inspection. Functional testing was performed and backflow from the secondary into the primary was confirmed indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the backflow was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary infusion backflowed into the primary. No report of patient harm.